Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The field service engineer (fse) confirmed the reported issue. The fse replaced the printed circuit board assemblies to address this issue. The part was returned to the manufacturer for investigation: it was determined this is a failure of ls1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an "backup alarm failed" error message. There was no patient involvement.